Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer cleared the alarms and insulin delivery was resumed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.